Event description:
It was reported that while attempting to use the implant tool the distal lead tip bent making it unusable. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor connector pin was bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.